Manufacturer narrative:
An event regarding a missing ampoule from the box involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: the product was not retuned, however a photograph of the exterior of the unit carton was provided. There is nothing of note on this image. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the simplex manufacturing cell reviewed the event and the investigation completed concluded that the review of existing process controls and data within manufacturing records for fg lot rjw135 provides supporting data and evidence that it is highly unlikely that the simplex packaging process causes the event where the customer reported that a blistered liquid ampoule was missing from a unit carton within lot rjw135. It is possible that the ampoule blister pack may have been removed from the unit carton by a previous user, perhaps to replace a broken or spilled ampoule of monomer from another unit carton and the next user to select this unit carton noticed that the ampoule missing. No further investigation for this event is possible at this time.

Event description:
It was reported to sales rep by the (B)(6) that a single dose of simplex p was found to be missing the liquid monomer from the package. The powder was in the box but no liquid was in the box. There was no surgical delay or adverse consequence to patient or user. The case was implantation of competitor product with stryker simplex.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported to sales rep by the hospital manager of equipment that a single dose of simplex p was found to be missing the liquid monomer from the package. The powder was in the box but no liquid was in the box. There was no surgical delay or adverse consequence to patient or user. The case was implantation of competitor product with stryker simplex.